Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with air bubble suspected as the cause, with the signals observed been transient. Therapy delivery was programmed off. Ts discussed troubleshooting options and recommended further in clinic examination. The patient reported been anxious about having their therapy programmed back on. This device remains in service. No additional adverse patient effects were reported.at a later date, the patient was examined and no signs of noisy signals were noted, so therapy was turned back on. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with air bubble suspected as the cause, with the signals observed been transient. Therapy delivery was programmed off. Ts discussed troubleshooting options and recommended further in clinic examination. The patient reported been anxious about having their therapy programmed back on. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.